Event description:
It was reported that an adverse event occurred. The pediatric patient experienced diabetic ketoacidosis (dka) because the caretaker was not receiving cgm readings in the follower app. It was stated that the patient was getting cgm readings on the primary cgm, and that the device was working correctly, but that the patient was not logged in to the dexcom app and was not able to share her readings for 3 weeks. The patient was unable to log into their app after switching from the g6 to the g7 because she forgot her password. Further clarification regarding the event was not received from the reporter and attempts to obtain more information were unsuccessful. At the time of the report the patient was in the emergency room, was able to talk, but no further details were provided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.